Event description:
A male patient, with mild coronary artery disease, but no signs of pvd, underwent a left heart diagnostic catheterization procedure in 2008. The procedure was performed through a 6 french procedural sheath placed in the right common femoral artery (cfa). It was reported that the cfa lumen diameter was > 6mm and the arterial access site was at the mid femoral head. No intra-procedural medication was administered. At the end of the catheterization, the patient was treated with a mynx vascular closure device. Following device deployment, significant oozing was observed. A d-stat was applied with 15 minutes of manual compression to control the heavy ooze. Twelve minutes after hemostasis was reportedly achieved, a dressing was placed over the access site and the patient was transferred to recovery where he was later discharged without delay. Eleven days post procedure, the patient returned to the ER due to right lower extremity pain. A CT scan was performed which confirmed an obstruction at the trifurcation of the anterior tibial, posterior tibial and tibial peroneal arteries. The patient underwent a second percutaneous procedure from the left cfa to aspirate the occluding material. Approximately 50% of the blood flow was restored. The patient tolerated the procedure well, was discharged on two weeks later, and was instructed to take 325 mg aspirin and 75 mg plavix per day. A follow up appointment occurred on three days later. As of the following month, no further clinical sequelae have been reported.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. No analysis of the physical or chemical composition of the removed occlusion was performed. Without knowledge of the composition, no determination as to the source of the occlusion can be made. Based on the limited information provided, the root cause of the incident could not be determined.